Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.the device involved in the complaint has not been returned yet by the complainant for evaluation . Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Unit hissed when pressure turned on , the tip of probe exploded. There was no patient involvement. This is the first time this has occured , the unit was purchased in 1989." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation. X-no sample returned. Review DHR. Inspect returned samples. Inspect stock product. *analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR is not available. The unit was purchased in 1989. A review of the DHR will not provide significant information relevant to this complaint. The unit was not returned as it was thrown in the trash by the customer. No additional information was provided relating to the probe itself. A root cause for this complaint condition is not available. However, given the device was in use for 27 years with one service repair in 2002 the most likely root cause is normal wear and tear. Correction and/or corrective action: this complaint will be entered into the cooper surgical continuous improvement plan (cip). Corrective action level 3. None. Reason: this is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No. Review and closure: x-recommended continuous improvement program (cip). CAPA required? Complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip. Not returned for evaluation.

Event description:
"Unit hissed when pressure turned on , the tip of probe exploded. There was no patient involvement. This is the first time this has occured , the unit was purchased in 1989." (B)(4).